Manufacturer narrative:
The patient's history of hemolysis and past pump exchange are reported under MFR # 2916596-2017-01251. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to a clinic visit with rising lactate dehydrogenase (ldh), elevated tbilli, dark urine, and worsening creatinine. The patient's international normalized ratios (inrs) leading up to the clinic visit had all been therapeutic. There was concern for hemolysis due to the patient's symptoms. The patient had a history of hemolysis which resulted in a past pump exchange. Log files were reviewed by the manufacturer and the information in the log files showed increased power and decreased average pulsatility index (pi) over time. The type of trajectory displayed in the log files suggested the presence of thrombus. There were no other changes to pump parameters besides the elevated power which was noted at the clinic visit. The patient underwent an echocardiogram which showed a continued dilated left ventricle, the aortic valve was captured and no excursion was noted so no ramp study was performed. A cardiac computed tomography angiogram (cta) was done and the outflow graft looked "clean". Anticoagulation was escalated with a heaparin drip and pentoxifylline. The patient ultimately underwent a pump exchange to heartmate 3 on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). The submitted log file contained data from (B)(6)2019 through(B)(6)2020. The pump¿s fixed speed was set to 9600 rpm with a low speed limit of 9200 rpm. Pump power, estimated flow, and average pi typically ranged from 5.4-7.0 watts, 3.9-7.2 lpm, and 1.6-5.2, respectively. Transient elevations in pump power and estimated flow were captured on (B)(6)2020 ,(B)(6)2020 , and(B)(6)2020 , which ranged from 8.0-9.0 watts and 8.8-11.0 lpm, respectively. Some of the elevations appeared to be associated with pi events; however, a specific cause could not be conclusively determined. A log file was also downloaded from the returned controller for review. Low speed events occurred on(B)(6)2020 between 11:31:16 ¿ 11:32:05 and intermittent low flow alarms activated during that time frame as well. On (B)(6)2020 at 11:31:44, the fixed speed was changed to 7600 rpm. The pump was returned assembled with the driveline (dl) severed approximately 2¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 36¿. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal side of the flex section was returned attached to the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a thrombus formation adhered around the inlet bearing cup. A slightly smaller thrombus formation was found adhered around the inlet bearing ball. The two thrombus rings were similar in color near the interface area where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings appeared to have formed in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while the pump was supporting the patient. Further examination revealed a small, tissue-like deposition adjacent to the outlet bearing ball in the proximal-side of the outlet stator. The lack of denaturation and concentric layering indicated that this deposition was not present in the pump for an extended period of time while the pump was supporting the patient. In addition, this deposition did not appear to have initially formed in the outlet stator and likely, originally formed elsewhere. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were present in the pump during operation, they could have caused increased resistance on the rotor, resulting in the elevations in pump power captured in the submitted log file. In addition, they could have contributed to the report of hemolysis. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Furthermore, section 6 of the hmii IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Incidental finding: cosmetic damage to the outer jacket of the external portion of the driveline. The driveline was severed approximately 2¿ from the pump housing and the distal portion of the dl was returned in one segment measuring approximately 36¿. The pins of the metal connector appeared unremarkable. Rescue tape was observed on the 36¿ dl segment approximately 20¿ through 21.5¿ from the controller connector. Removal of the tape revealed a small, superficial tear in the outer jacket of the driveline approximately 20.5¿ from the controller connector. The remaining portions of the jacket appeared unremarkable. The bionate cover showed areas of discoloration but no signs of damage. The metal braided shield revealed normal wear for its duration of use. The returned portions of the dl were tested for electrical continuity. All wires were found to be electrically intact and no wire-to-wire or wire-to-shield shorts were induced during testing sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number: (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 2¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 36¿. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal side of the flex section was returned attached to the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), examination of the distal-side of the inlet stator revealed a thrombus formation adhered around the inlet bearing cup. A slightly smaller thrombus formation was found adhered around the inlet bearing ball. The two thrombus rings were similar in color near the interface area where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings appeared to have formed in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while (B)(6) was supporting the patient. Further examination revealed a small, tissue-like deposition adjacent to the outlet bearing ball in the proximal-side of the outlet stator. The lack of denaturation and concentric layering indicated that this deposition was not present in the pump for an extended period of time while the (B)(6) was supporting the patient. In addition, this deposition did not appear to have initially formed in the outlet stator and likely, originally formed elsewhere. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were present in the pump during operation, they could have caused increased resistance on the rotor, resulting in the elevations in pump power captured in the submitted log file. In addition, they could have contributed to the report of hemolysis. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Furthermore, section 6 of the hmii IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with elevated powers of 8.2-8.3 watts.